Event description:
The customer reported that the device had an opcheck failure. There is no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.